Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with an MRI capable device. The explanted ipg will not be returned.